Manufacturer narrative:
The reported events were lead fracture and ¿locking stylette could only be passed a small portion of the lead.¿ the reported event of lead fracture could not be confirmed. As received, a partial lead was returned in three pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the returned portions did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the right ventricular lead had fractured. During lead revision, the lead failed to allow for advancement of multiple different stylets and eventually broke. The lead was explanted and successfully replaced. Patient status was not provided.